Event description:
Pt was present for a follow-up examination and the surgeon noticed on x-ray that one or more screws had backed out of the cervical plate. The pt was subsequently revised to replace four cervical screws and the cervical plate.